Event description:
It was reported to boston scientific corporation on october 23, 2008 that a resolution clip device was used during a polypectomy procedure with bleed performed in 2008. (Patient gender, age and weight are unknown). According to the complainant, when the package was opened, they noticed that the blue slider was not attached. This device was not introduced to the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Upon investigation it was noticed that there was a kink approximately 18" from the handle and the sheath grip was detached from the over sheath. The control wire was also kinked at the hypo-tube. The clip assembly was located inside the over sheath approx. 3". Once the clip assembly was exposed the device was actuated several times and deployed as per design. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.